Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log found record of check clutch/ plunger lever error. Occlusion test was performed, which also replicated the customer's problem. The cause of the problem was the lead screw and both clutches were old and dirty. Replaced lead screw and both clutches in order to fix the issue.

Event description:
It was reported that the device had a plunger travel error. There was no patient involved and no patient harm/adverse event reported.